Event description:
Pt had star components removed and replaced with an arthrodesis nail due to subsidence 9 years after initial implant. Talar component: (B)(4), lot #110698/612. Tibial component: (B)(4), lot #000308/0226. Poly component: (B)(4), lot #8002447.

Manufacturer narrative:
Poly broken due to subsidence and malalignment.